Event description:
The physician was questioning possible over infusion based on a roller study test; there was >60 degree rotation, "more like 90" and the patient symptoms were suggestive of receiving too much medicine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).